Manufacturer narrative:
The clinic would not provide answers to questions related to the treatment. The treatment tip was returned and evaluated. Evaluation showed there were no issue with the tip related to this event. The tip passed the leak test and visual inspection - no dents, scratches, blemishes or dielectric breakdown was observed. The tip passed also passed the thermistor test. No functional test was able to be performed due to the tip being expired. The system logs were not available for analysis as the customer declined to provide responses to questions and/or system log return. It is the responsibility of the customer to provide the data card and they have not done so, as such we cannot provide a summary of the system/handpiece data. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. According to thermage flx user manual, burns are a possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. No corrective action is required.

Manufacturer narrative:
The product has been requested. The investigation is underway.

Event description:
A user facility reported a burn from a thermage flx tip. The clinic refused to provide any other information.